Manufacturer narrative:
(B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, the vasoview hemopro 2 extension cable was noticed to be worn out. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product has not been returned. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.(B)(4)

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, the vasoview hemopro 2 extension cable was noticed to be worn out. The hospital did not report any patient effects.